Manufacturer narrative:
The case was completed successfully with the implant. Patient is doing well.

Event description:
Implant hydrated extremely slow. Took 20 cc and maybe 5 min. Much much much slower than average hydration. Could tell the implant was very dense when surgeon slid keith needle into it. Surgeon used a syringe multiple times to inject blood into the core of the implant. We were still able to use it and it softened up after about five minutes of hydrating when the implant was already in the knee. The case was completed successfully with the implant. Patient is doing well.